Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on june 1, 2019 with blood glucose of 38 mg/dl and also other blood glucose value was 600 mg/dl and 168 mg/dl. The customer also stated that they did allege insulin pump was over delivering. The customer was experienced nausea. The customer was treated with glucagon, shot and food. The insulin pump will be and reservoir will not be returned for analysis.